Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic troponin (accu tni) results that were generated by the access 2 immunoassay system for a single pt sample. A pt sample was tested for accu tni multiple times and results were in the range of 0.25 ng/ml-1.67 ng/ml. The results were not reported out of the lab. The original sample was tested on a different instrument in the customer's lab and a result of 0.17 ng/ml was reported out of the lab. The sample was re-tested on the same instrument and repeated result was 0.15 ng/ml. During troubleshooting with customer technical service (cts), it was discovered that an incorrect rack/tube combination was used, when the sample was run on the access 2 instrument. Customer then repeated testing on the access 2 analyzer using the correct rack/tube combination and results were: 2x0.04 ng/ml and 0.05 ng/ml. There was no report of change to pt treatment or injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc was in specification on the date of the event. A system check performed in 2007 passed. The specimen was collected in a lithium heparin tube and was centrifuged at 3500 rpm for 10 mins. Results from the different instrument obtained using the correct rack/tube configuration. Customer has been educated on the proper rack/tube combination. The last 3 results from this pt sample were obtained when the sample was several hours old and was never refrigerated. As per product insert, samples should be refrigerated if they are not assayed within 2 hours. A field service engineer (fse) was dispatched to the customer's lab. The fse performed verification testing and found no hardware errors. The fse verified the instrument per established procedures. No hardware issues were identified and the wrong rack/tube combination may have contributed to this event.